Manufacturer narrative:
(B)(4). The pump time was inaccurate because it was accidentally set inaccurately. Therefore, there was no device malfunction and this is not a reportable event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was inaccurate. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was guided through correcting the pump date.